Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery review found that the balloon spring was stretched, the distal tip appeared separated from the rest of the delivery system and the distal tip umbrellaed over the nose tip. The 3mensio showed that there was calcification present in the stj and landing zone. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of balloon burst and withdrawal difficulties were confirmed based on imaging evaluation. Available information suggests patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as the event description stated that the cause of the balloon rupture was the calcified stj and an additional 3cc volume was added to the balloon. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. A visual examination found radial and longitudinal balloon burst with no balloon pieces missing, and the distal balloon with the nose tip was separated. The balloon wings were flared out. Dimensional testing found that all measurements taken of the balloon's single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events were confirmed based on imaging evaluation and evaluation of the returned devices. Available information suggests patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the event, as the 3mensio report revealed calcification in the stj and landing zone, and an extra 3cc volume was used for deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, using extra inflation volume (over-inflation) could subject the balloon to pressures high enough to cause it to burst. In this case, available information suggests procedural factors, such as the withdrawal of the burst balloon, which likely contributed to the event. The separation of the distal balloon/nose tip and the inversion of the distal balloon over the nose tip as well as the liner delamination on the sheath, supports the customer experience of withdrawal difficulty. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of the sheath tip, which would have then led to the experienced withdrawal difficulty. In such a condition, applying additional pull force or manipulating the device to overcome the withdrawal difficulty can result in the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
H10; please reference related manufacturer report no: 2015691-2025-02301 and 2015691-2025-02312.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During deployment of a 26mms3u (+3 cc's) the balloon ruptured, and the inflation device filled with blood. As the implanter retracted the commander system into the sheath, resistance was encountered. At that time, it was observed that the balloon was not coming back into the sheath and the implanter was asked to quit pulling back. The implanter then pulled harder which resulted in the balloon and nosecone being sheared off into the proximal right external iliac artery. There was damage to the intimal layer of the external iliac and common femoral artery that required reconstruction due to device trauma. A bovine pericardial patch was used to reconstruct the artery in patch angioplasty. Vascular surgery was called and ultimately the nosecone and balloon were removed. The implanting physician stated the cause of the balloon rupture was the calcified sinotublar junction (stj) and did not feel the product malfunctioned. 1500ml blood loss resulted from this extended procedure. The patient was discharged to the ICU in stable condition.